Event description:
The dentist reported that 7 days after the dental implant was installed in intra-oral region #14 it was verified its non-osseointegration. Sixty ncm of primary stability was achieved and immediate load was performed.